Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient went to the operating room (or) for an aortic valve replacement (avr). The patient had a driveline fault overnight and the patient's system controller ((B)(6)) was exchanged. The log files were submitted for review. The log files continued to capture driveline power a faults on the new primary controller ((B)(6)) and a modular cable exchange was recommended. The log files for the old controller ((B)(6)) were submitted and only contained 28 lines of data and showed that the pump was never connected to the controller. The backup controller's ((B)(6)) log files were also provided and only contained 3 lines of data and showed that the pump was not connected to the controller. It was later communicated on (B)(6) 2026 that the driveline faults had returned on the patient when coming out of the or to the intensive care unit (ICU). New log files were provided for the backup controller ((B)(6)). The event log files confirmed driveline power faults that occurred on (B)(6) 2026. It was recommended that a pump cable connector cleaning be arranged for the patient, but the patient's physician did not want to proceed with the cleaning at the time.